Event description:
It was reported that the patient presented to clinic after a merlin.net transmission indicated non-sustained lead noise. The patient will be monitored remotely. At follow-up no further instances had been reported.

Event description:
New information notes that non-sustained lead noise episodes were observed due to myopotential oversensing. Reprogramming was recommended.